Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify operating currents and possible under delivery alarm or bolus anomaly due to motor error alarms. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had high blood glucose. The blood glucose at the time of the incident was unknown and current was 131 mg/dl, 129 mg/dl, 358 mg/dl. Drive support cap appears normal (slightly indented). The customer was assisted with troubleshooting. The device will be returned for analysis.